Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mating component found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent surgery due to lumbar stenosis on (B)(6) 2015. Intra-op, surgeon found the product's third and fourth thread was slipped, he had to replace it with a new one to complete the surgery. Product came in contact with the patient. No patient complications were reported.